Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge a battery) has been confirmed. As received, the charger/modem was resetting and was unable to charge a battery pack. Upon evaluation, liquid contamination was found on the battery board. The charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the c/a board. The root cause of the contamination is liquid ingress of an unknown contaminant. Root cause analysis of similar bga failure events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that it will not charge a battery.